Manufacturer narrative:
(B)(4). Date sent to FDA: 06/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that two empty opened boxes and sixty-two unopened samples of product code j434h were received for evaluation. Visual inspection of thirteen unopened samples was conducted and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or fraying were noted. The devices performed without any defect noted. Additional product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that one opened sample of product code j434h was received for evaluation; the swage and attachment area of needle was as expected, and a suture piece still was attached to barrel of needle; and the suture it was frayed and curly at the suture end could be observed. No conclusion could be reached as to what caused the reported complaint.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qcmjuz, and no non-conformances related to the reported complaint condition were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the surgeon experienced suture fraying/unraveling after tying first knot, could not make second pass. Another device of a different suture/needle combo was used to complete the procedure with no adverse patient consequences. No additional information was provided.